Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink blood solution set became separated from a blood bag. This occurred during patient transfusion with blood. The reporter stated that the tubing became separated at the spike of the unit causing blood to leak on the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.